Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's spouse reported via phone call low blood glucose levels. Customer's blood glucose level was in the 40 to 50 mg/dl range. Customer treated their low blood glucose with food and carb intake. Customer's spouse advised the patient was hospitalized for kidney failure, heart attack, liver failure and they declined to troubleshoot for low blood glucose levels.